Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26may2020.

Event description:
The customer reported a dim display and a cracked top cover that were identified during performance verification testing. There was no patient involvement. Technical support provided remote assistance to the customer and advised to replace the user interface assembly and the top cover.

Manufacturer narrative:
G4: 27may2020. B4: 05jun2020. The customer reported that the user interface assembly and top cover were replaced to address the problems. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.